Manufacturer narrative:
Visual examination of the returned product/provided pictures identified the extractor was returned because it broke during surgery. The item and lot numbers are confirmed to match the complaint. The device was sent to sem for fracture analysis: broach extractor tool sample analyzed by sem showed that it fractured due to bending overload. Crack initiation site could not be determined on the fracture surface. Multiple shear lip artifacts identified near the outer surface which are indicative of possible crack exit areas on the fracture surfaces. Both the fracture surfaces showed quasicleavage mode of overload fracture exhibiting ductile dimples on brittle cleavage planes. Eds semi-quantitative elemental analysis of the screw showed that it was consistent with 465 stainless steel. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Full establishment name - (B)(6). Foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago during surgery, the extractor broke while the surgeon was trying to extract the trial stem. The broken piece fell into the patient and was removed and all pieces were found. The stem was removed and there was no injury to the patient's health or body. Attempts have been made and no further information has been provided.